Manufacturer narrative:
B.2. Death date have been corrected. H.10. DHR review of possible involved device serial numbers has been completed and did not identify any deviations or non-conformities relevant to the reported issue. Source of patient contamination remains unknown and the livanova device involvement as well. Livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. No device between the ones possible involved and in use at the hospital at the time of surgery (2016), was equipped with vacuum and sealing kit. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Follow up to correct patient death date which is (B)(6) 2019.

Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication livanova learned that the patient died on (B)(6) 2023 and that the device serial numbers installed at customer site at the time of the surgery are the following: (B)(6) (installed in 2005) and (B)(6) (installed in 2010). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
The event was identified through a retrospective review of product liability lawsuits. Through this review, we have identified a few events where the plaintiff had filed a suit against the company, and it was handled by our legal department, but the underlying product information had not been forwarded to the complaint handling unit. Livanova opened a CAPA to identify any possible lawsuits that might require complaint reporting and to retrospectively submit those events that were not previously submitted and to prevent future similar issues from occurring. The complainant alleges through their counsel m.chimaera infection. Based on the current status of the investigation the alleged device issue was yet not confirmed.

Manufacturer narrative:
D.4. The serial number is unknown. Therefore UDI is unknown. Information will be provided in a supplemental report if made available. G.5. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in spain. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that correct patient death date is (B)(6) 2019. In addition, through medical autopsy pathology report received it was also learned that the patient death was caused by multiple organ dysfunction syndrome (mods), consequent to disseminated infectious disease, caused by a proven pathogen (mycobacterium chimaera). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See intial report.

Manufacturer narrative:
Based on sns of the devices, the manufacturing dates are 29.mar.2005 or 06.dec.2010 for sn (B)(6) it is not deemed necessary to perform DHR review since were manufactured in 2005, while alleged surgery issue occurred in 2016 and contribution of possible native defects can be expected during first usages.

Event description:
See initial report.

Manufacturer narrative:
D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code.